Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a display error. No reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the updated legal manufacturer's final investigation. Based on historical data, possible causes of this failure include electrical problems due to open or short circuit, material degradation, and mechanical issues such as leakage/seal, deformation, fatigue, and wear and tear between the camera head components without any design or manufacturing defects. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information was provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: loose coupler unit. A root cause could not be identified. Based on the results of the investigation, it is likely the loose coupler unit was the cause of the reported malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had a display error. No reports of patient harm.